Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cta noted 40-50% stenosis. There were no plans for intervention as it was not felt to be hemodynamically significant. Patient was monitored as needed. The cause of low flows was said to be multifactorial due to both recovery and hypertension. Ejection fraction by transthoracic echocardiogram was performed on (B)(6) 2024 came out to be at 65%. Alarms were said to had decreased in frequency with afterload reduction. The patient's system controller's software was upgraded and the low flow alarms resolved.

Manufacturer narrative:
Section b1 correction. Section b2 correction. Section h1 correction: updated to serious injury. Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed based on a review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were said to be multifactorial due to both recovery and hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The plan was for a computed tomography angiogram (cta) to rule out outflow stenosis. A review of the submitted log files revealed multiple low flow alarms. No other unusual alarms or events were noted and the device appeared to operated as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision d is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced constant low flow alarms while in clinic. The patient had known left ventricular recovery but was not able to discontinue ventricular assist device (vad) therapy due to their intolerance to anticoagulation. Vad speed was decreased from 5300 rotations per minute (rpm) to 5000 rpm during their last admission. The plan was for a cat scan to rule out outflow stenosis and to update primary system controller with low flow software with ongoing blood pressure control. Log files were submitted for review. The log file captured low flow events on (B)(6) 2024 and (B)(6) 2024. There are also several low flow flags which did not persist long enough to trigger a low flow alarm. These events occurred when the pulsatility index was elevated.